Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 4. The baxter technical service representative (tsr) had the home patient (hp) power the unit off and on to clear the error. They informed the hp of the error's meaning. The hp would complete therapy with a manual exchange. The patient was connected at the time of the alarm and the patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. There was no damage noted on the overpouch or carton, and a sharp object was not used to open the carton or overpouch. The hp discarded the supplies and they would complete therapy with manual supplies. The sample was not available for evaluation. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.